Manufacturer narrative:
The device evaluation was completed. A visual inspection was performed along with leak testing, clear passage test and clamp function testing. The transfer set was tested with a minicap that was received with it. The transfer set did not meet product specifications for the reported event because a loose chip was identified during a visual inspection. The blue piece popping off and causing a separation between the female connector and the twist clamp was confirmed but the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation issue with the minicap transfer set. This occurred during patient use. It was stated that the transfer set blue piece popped off and caused a separation between the female connector and twist clamp. There was no patient injury or medical intervention associated with this event. No additional information is available.